Event description:
This pt was admitted in 2004 to the ICU in status asthmaticus. They were started on continuous albuterol nebulization at a rate of 10 mg/hr. Continued with wheezing and sob. The next day the albuterol dose was increased to 12 mg/hr. They were intubated the following day and continued on albuterol 12 mg/hr. They continued with minimal air exchange and peak inspiratory pressure of 35-42 and tital volume of 400. The following day they required paralysis to help maintain oxygenation and to tolerate vent settings. During this time it was noted within the continuous nebulization device miniheart low flow nebulizer- the liquid was foaming. Six days later, the albuterol was converted to xopenex and the foaming stopped. Pt began demonstrating improvement in respiratory status with no more wheezing and more air exchange noted on auscultation. Heart rate dropped from 120-130's to 100-106. A trial albuterol from the nephron company was attempted. Again no further foaming of the medication solution occurred. Pt continued to improve to the point they were extubated the following day at 14:40.